Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the facility¿s biomed¿s most common repair they perform is replacement of the pressure sensors. According to them, it is equal between the upper and lower pressure sensors. This was reported to bd representatives during their site visit. There was no report of patient involvement.